Event description:
It was reported that the patient received inappropriate therapy due to noise. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was received in two pieces. External abrasions were noted between 12cm to 14.2cm from the connector due to friction with ICD case. The etfe coating was abraded and the exposed re conductor could cause the reported noise if the conductor came into contact with the can. External insulation abrasions were also noted between 7.8cm to 11.5cm from the distal tip due to friction with another implanted device.